Manufacturer narrative:
Qn# (B)(4).

Event description:
PICC was placed on (B)(6) 2021 in right cephalic vein. On (B)(6) 2021, the line was leaking blood from the proximal (white lumen). On examination, lumen fractured distal third of external section below line hub. The PICC was removed and a new PICC inserted using rewire procedure. No patient harm or injury reported.

Event description:
PICC was placed on (B)(6) 2021 in right cephalic vein. On (B)(6) 2021, the line was leaking blood from the proximal (white lumen). On examination, lumen fractured distal third of external section below line hub. The PICC was removed and a new PICC inserted using rewire procedure. No patient harm or injury reported.

Manufacturer narrative:
(B)(4). The customer returned a 2-l PICC for investigation. Signs of use in the form of biological material were present on the catheter body and in the extension lines. Visual inspection of the catheter revealed a small slit in the proximal extension line. The slit was smooth and straight, indicating the lumen came into contact with a sharp object (scalpel, scissors , needle, etc.). The catheter body was also noted to be intentionally cut. The total length of the catheter body measured 35.5 cm which is not within specifications of 50.32-50.80 cm per catheter product drawing. This means at least 14.82 cm of the catheter body was cut and not returned. The returned catheter contained a small slit in the proximal extension line 34 mm from the juncture hub. The outer diameter of the proximal lumen measured to be 0.09670" which is within specifications of 0.093-0.097" per product drawing. The inner diameter of the proximal lumen measured to be 0.057" which is within specifications of 0.055-0.059" per product drawing. This indicates that the wall thickness measured within specifications. The returned sample was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU instructs the user, "flush after each use with normal saline or in accordance with hospital/institutional protocol." The proximal and distal lumens were flushed using a water filled lab inventory syringe. The distal lumen flushed as expected. When the proximal lumen was flushed , water leaked from the slit in the extension line. A manual tug test confirmed both the distal and proximal luer hubs were secure to their extension lines. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Do not use scissors to remove dressing to reduce risk of cutting catheter." The customer report of an extension line leak was confirmed by complaint investigation of the returned sample. The proximal lumen contained one small slit. The slit was smooth and straight, indicating the lumen came into contact with a sharp object (scalpel, scissors, needle, etc.). The sample passed all relevant dimensional testing and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.